Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and "folded device". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and crease/folding of implant was received on september 14, 2022 with lot number 2560573. Based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening shell assessed as to unidentified (tear) opening (shell thickness within specification). Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Crease flat observed in the surface of the shell. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture and "folded device". The device has been explanted and replaced with a non-allergan device. This record relates to the right side.